Manufacturer narrative:
The presence of dried body fluids in the lead lumen made stylet passage difficulty. In addition, numerous cuts made by a sharp instrument were found on the polyurethane tubing. No mfg anomalies were noted.

Event description:
The reporter indicated that the guide wire unable to enter into the pt's vein. The device was not implanted.